Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that on the day prior to the report the device worked perfectly, she felt vibration and did not have to go for about 4 hours but at some point, it quit and she had to get up about 4 times last night. The patient reported that she had an accident during the call. The patient reported not feeling stimulation at the time of the report. The patient reported that the worst episode she had so far just peed all over her clothes. It was confirmed that the therapy was on program 1 at 2.7. The patient reported that she had been trying to understand the book but couldn¿t do it.

Event description:
Additional information was received from the patient and it was reported that when the patient had their implant done on (B)(6) 2017, she had very little instruction on its use. The patient reported that she called to learn more about the implant and how to be successful in its use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.